Manufacturer narrative:
(B)(4).

Event description:
Procedure type: unknown. According to the reporter: the staple line was not well formed. A leak appeared. This had to be corrected by suturing with thread. Extended time of the procedure was 45 minutes.